Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through a series of automated tests that verified the performance of its memory, pacing, defibrillation, sensing and recording functions. The device case was then opened. Inspection of internal components revealed that one of the high voltage aluminum electrolytic capacitors had temporarily shorted, resulting in the extended charge time reported clinically. The short was determined to be caused by compromised dielectric material between an anode and cathode layer within the capacitor stack, coupled with internal compression. Memory review confirmed that subsequent charge times had recovered. Process changes aimed at mitigating this capacitor behavior have been implemented.

Manufacturer narrative:
Additional information was received that this product was successfully explanted and replaced approximately three months later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device follow-up appointment, this implantable cardioverter defibrillator (ICD) was found to have declared end of life (eol). Additionally, a message was observed indicating a charge time out had occurred. A manual capacitor reformation was performed with an acceptable charge time and the device went to elective replacement indicator (eri). A second manual capacitor reformation was performed with another acceptable charge time and the device went to middle of life 2 (mol2). It was reported the patient did not undergo any procedures on the date of the charge time out. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed device replacement or submitting a copy of device memory for analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that device replacement was scheduled for a date in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.